Event description:
Pump placed in service to patient home in 2008. No problems with infusion of medication until saturday evening when pump displayed "clock not set". Biomed accessed by on call pharmacist. Clock was successfully set. Pump reprogrammed to infuse medication. No missed doses or further problems with the pump to report to date.